Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable elecsys troponin t result from one patient sample tested on the cobas e411 disk. The initial result was 15.1 pg/ml. The repeat result was 165.6 pg/ml.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.